Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that on (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. "On (B)(6) 2020 the patient experienced a cerebral vascular accident. The patient made a complete recovery and is doing fine following these events, but is back to taking blood thinners."